Manufacturer narrative:
One endotracheal tube was returned for evaluation. The sample underwent functional testing to detect for leakage. Cuff was unable to be inflated with 5cc of air as it was stuck to the shaft. Cuff was then manipulated and was able to be inflated. The device was noted to be functioning as required, meeting criteria in manufacturing process. The reported customer complaint has not been confirmed.

Manufacturer narrative:
Foreign: germany.

Event description:
Information was received that a smiths medical portex bivona small diameter tts aire-cuf oral/nasal wire reinforced tube (silicone) cuff would not inflate. No adverse effects were reported.